Manufacturer narrative:
We received a medwatch reports from the FDA , but neither the anonymous reporter nor the FDA would or could provide any information that would allow us to conduct a meaningful investigation. We are therefore filing an MDR based on the medwatch but cannot make any determination as to whether the reported event actually happened, and if it did whether it involved our products, and if it did whether those products actually contributed to the reported event. Medwatch report mw5149039.

Event description:
On 13-dec-23, nurse assist received a medwatch report via e-mail of the following event description from medwatch report: used the sterile saline to clean an open wound that was deep and ran from mid-calf to ankle. While using this product an infection of pseudomonas got worse with no explanation - causing pain with thick yellow pus turning green.